Event description:
It was reported that the implantable cardiac monitor was showing no signal immediately after implant. The device remained in the patient but replacement was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).